Event description:
Reporter indicated that vns pt was hospitalized in intensive care unit due to respiratory problems. It was reported that the pt started to get a cold and that the next day, their oxygen level was decreased to the point that pt was hospitalized. The pt reportedly did not have to be intubated and was doing better the next day. CT scan is planned.